Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that, after intraocular lens implantation surgery, the patient experienced severe glare and also states the cloudiness is fluid and goes in and out. The patient was naturally monovision previously. Additionally, the patient expected to have a better vision to read after implantation but the patient was unable to read with this eye. Additional information was received stating that, the patient was experiencing peripheral shadows temporally, occasional flashes, ghosting and horrible glare in her left eye.